Event description:
It was reported that a tear was discovered in the fabric of a zenith flex aaa endovascular graft bifurcated main body during a follow up CT for a 70-year-old female patient. As a result, the patient underwent an additional procedure on (B)(6) 2022 to cover the tear with an esbe-30-58-zt cuff (lot: 10166420). Neck anatomy was described to be parrallel. A 32 coda was inflated by hand to balloon the proximal seal stent and overlap zones. A clinical specialist was present for the procedure. No portion of the procedure was performed off-label and no alterations were made to the graft prior to implantation. The patient did not experience any additional adverse effects due to this occurrence. Information regarding event details has been requested, but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2022: no difficulty was noted during deployment of the grafts in the procedure. The leak was noted on the final run of the initial placement of the device. A 32 coda was the molding balloon used. Molding was performed at seal stents and overlap junctions.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) medical center informed cook on 21aug2022 of an incident involving a zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-30-96-zt, lot: 14730981). The 70-year-old female patient had an initial evar procedure completed (B)(6) 2022. During the procedure, a 32 coda was inflated by hand and used to balloon the proximal seal stent and overlap zones. The rep was not present for the initial procedure, but the clinical specialist was there. On a follow-up CT (computed tomography), there was a tear noted in the graft fabric. Therefore, on the (B)(6) 2022, an esbe cuff was implanted to cover the tear and resolved the issue. The neck anatomy was described by the site as being parallel. Reviews of the documentation, including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a post-operative CT scan dated (B)(6) 2022 was provided by the facility for expert image review. An infrarenal abdominal aortic aneurysm was previously treated using a zenith flex (tffb-30-96) main body graft and bilateral zsle iliac legs. The right leg is likely a 90 mm length zsle and the left leg a 74 mm length zsle. At two days post-op, imaging showed an endoleak around the tffb graft at the distal neck junction, filling the proximal aneurysm sac. This appeared to be originating from a tear in the tffb graft between the second and third stent segments. There was moderate angulation of the graft (39 degrees) at the distal neck junction, with focal calcification of the aortic wall at the level near the likely tear site. Balloon molding at the neck junction most likely caused the focal graft tear due to this calcification. Incidentally, the 30 mm tffb graft is likely oversized for this neck anatomy based on graft measurements on the post-operative CT. Pre-operative imaging would be needed to confirm proximal neck measurements and, in either case, graft oversizing would not likely be a contributing factor to the graft tear. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14730981 and graft subassembly lot sa14619017 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev 5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. Diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. 4.4 device selection: strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression 4.5 implant procedure: appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 4.6 molding balloon use: use care when inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. Confirm complete deflation of the balloon prior to repositioning. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement. Aneurysm rupture and death. Endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. 6.5 endoleak management: ¿type lll endoleaks caused by graft defects, inadequate seal or disconnection of the modular components were treated with additional ballooning or prostheses.¿ 7 patient selection and treatment: 7.1 individualization of treatment: the risks and benefits should be carefully considered for each patient before use of the zenith flex aaa endovascular graft. Additional considerations for patient selection include but are not limited to: patient's anatomical suitability for endovascular repair non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall). Freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information: patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death. 10.5 device sizing guidelines: the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. 11 directions for use: anatomical requirements proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18 ¿ 32 mm. Pre-implant determinants verify from pre-implant planning that the correct device has been selected. Determinants include: 1. Femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm, and iliac arteries. 3. Quality of the aortic neck. 4. Diameters of infrarenal aortic neck and distal iliac arteries. 5. Distance from renal arteries to the aortic bifurcation. 6. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). 7. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 8. Consider the degree of vascular calcification. Evidence provided by the complaint facility, device failure analysis, DHR, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review of imaging provided by the facility and the results of our investigation, a definitive cause for the failure could not be determined. It was concluded that a likely contributing factor could be attributed to patient condition/anatomy due to the calcification of the aortic wall. There is a moderate angulation of the graft (39 degrees) at the distal neck junction with focal calcification of the aortic wall at this level near the likely tear site. Balloon molding at the neck junction most likely caused the focal graft tear due to this calcification. The IFU states ¿use care when inflating the balloon within the graft in the presence of calcification". The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.